Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "patient prescribed 120 ml of packed red blood cells, as recorded in the medical record. At 6:09 pm, there was a record of 332 ml of the blood component being administered with double verification. At 7:30 pm, during the shift change, there is a record of blood component infusion via IV line at 106 ml/h, with completion and removal." No patient complications were reported as a result of this event.